Event description:
It was reported that a malfunction occurred on a pump. There was no reported adverse impact to the customer. The customer received assistance from technical support to reset the pump and instructed the customer to continue using the pump and to call back if issues reappear, which the customer acknowledged and understood.